Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
Information was received indicating that a smiths medical tracheostomy tube had a leaking valve. There were no reported adverse events.